Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light/image.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: optics were black. Probable root cause: [foc, ulc, fsl, ssl, l11s]. Broken optical fibers, poor light cable alignment in jaw, residue on fiber tip, nonuniform light output [ulc] use error: 20. [Fsl, ssl, l11s] intermittent electrical component contact in safelight circuit, reed switch assembly malfunction. [Sla] magnet missing from safelight adapter. [All products] use error. The device manufacture date is not known the failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was loss of light/image.